Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on an unspecified date/time in (B)(6) 2010. The patient reported a blood glucose result of "250mg/dl" with the subject meter (date/time unknown). The evening prior to the alleged issue, the patient indicated she felt nauseous, her body was aching, and she had a dry feeling; patient's blood glucose result at the onset of her reported symptoms is not known and it is not specified if the patient treated her symptoms. The patient indicated she manages her diabetes with novolog insulin (administered via insulin pump). In response to the reported result, the patient indicated she increased her medication; however, the amount of insulin the patient administered is not specified. It is not known if the patient developed any symptoms as a result of the alleged meter issue, however, one hour after the reported meter issue began the patient was brought the emergency room (ER); it is not specified what prompted the ER visit. According to the csr's documentation, the patient was admitted to the intensive care unit (ICU) due to a blood glucose result (from an unknown meter) of over "600 mg/dl". The patient was administered insulin (via IV drip) by a health care professional (hcp). During troubleshooting, the csr noted the subject meter was set to the correct unit of measurement (mg/dl). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient was reportedly treated by an hcp for sever hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.